Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n268853, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a revision due to lead migration. The leads were reported as replaced. It was stated the patient's physician "mangled and disfigured" her and the patient has scar tissue build up from the device revisions. Additional information has been requested, but was not available as of the date of this report.